Manufacturer narrative:
The reagent lot number and expiration date was not provided. The field service engineer (fse) found a damaged tube and replaced it. The fse adjusted washing levels, inspected rinse station nozzles, checked cuvette levels, adjusted the gear pump head, replaced all reagent probes, and performed mechanical and precision checks successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas 8000 cobas c 701 module. The customer was prompted to repeat the samples due to internal set-up limits. For sample 1, the initial ca2 result was 1.63 mmol/l. The repeat result was 2.08 mmol/l. For sample 2, the initial ca2 result was 1.62 mmol/l. The repeat result was 2.17 mmol/l.